Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative regarding a patient¿s implantable infusion pump for intractable spasticity. It was reported on 2016-09-26 that the caller stated there was a problem with the patient's first pump in 2010, and she wanted the catheter replaced at that time as well. However, the healthcare provider stated it was not necessary because they confirmed the catheter was fine. The caller stated it was not fine. The patient had a pump replacement on (B)(6) 2010. The patient¿s status was unknown. The patient¿s medications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.